Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a supply change was performed to resolve the past alarms. Blood glucose was 93 mg/dl.